Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2024-00148. 1. Section b. Box 5. Describe event or problem. Emboli is included as a possible complication in the instructions for use (IFU) for the pod system. Evaluation of the returned pod pc confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the distal tip of the pusher assembly was fractured and the detached embolization coil was not returned for evaluation. The distal tip of pusher assembly may fracture if forcefully manipulated or retracted against resistance. The distal tip of the pusher assembly fracturing caused the embolization coil to detach. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed a kink in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod packing coil (packing coil) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the packing coil into the target location using the lantern; however, the packing coil was determined to be too long. Therefore, the physician decided to remove the packing coil. While retracting the packing coil, the coil unintentionally detached inside the lantern and partially in the hepatic artery. Therefore, the physician used a stent to secure the detached packing coil in the hepatic artery to prevent the packing coil from moving. It was reported that the physician did not initially attempt to remove the detached packing coil using a snare device due to the potential difficulty it could cause as the packing coil was partially within previously implanted coils. The procedure ended at this point.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil (pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced the pc into the target location using the lantern; however, the pc was determined to be too long. Therefore, the physician decided to remove the pc. While retracting the pc, the coil unintentionally detached inside the lantern and partially in the hepatic artery. Therefore, the physician used a stent to secure the detached pc in the hepatic artery to prevent the pc from moving. It was reported that the physician did not initially attempt to remove the detached pc using a snare device due to the potential difficulty it could cause as the pc was partially within previously implanted coils. The procedure ended at this point.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.